Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported pain in the pocket area. During the revision, it appeared that the atrial lead had a generous amount of slack behind the device. The leads were disconnected from the device. While repositioning the atrial lead, the tip portion of the lead broke and lodged in the subclavian vein where it remains. A new atrial lead was implanted. The setscrews would not retighten on the device, and it was explanted and replaced.